Event description:
The event occurred during an unknown procedure. The procedure was completed with a different device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section b5 was updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although the gap between the acoustic lens and the ultrasound probe may have been caused by wear and tear, or scope mishandling, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the poor image was due to damage on the condenser. As a result of this damage, the insulation resistance between the scope and the connector did not meet the standard. Upon further inspection, it was observed that there was a gap between the acoustic lens and the ultrasound probe, likely due to wear and tear damage over time or due to scope mishandling. It was also observed that the elevator channel plug was loose. It was observed that the adhesive of the bending section cover had wear. It was also observed that the up and down knob could not be locked securely due to wear on the lock engagement lever. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the plate had corrosion due to water leakage. Additionally, due to water leakage, discoloration was observed on the following unit components: electrical connector, scope connector, cover joint, ultrasound connector and on the air and water cylinder. Lastly, it was observed that the following unit components had scratches: universal cord, scope body and on the scope connector cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope had a poor ultrasound image. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was a gap between the acoustic lens and the ultrasound probe, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.